Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patients ipg would require frequent charging. A reprogramming was attempted to prolong battery life however, the battery would only last for a couple of days. The patient underwent an explant procedure and all explanted devices were not returned.